Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that an 0x5c alarm was generated during first prime which prevented the pod from completing activation. The data showed timeouts in tandem with a failure of the rotational sensor to transition as expected, indicating that a drive stall occurred which contributed to the alarm. Inspection of the pod found no damages or manufacturing deficiencies that would result in a drive stall. The exact cause of the drive stall and subsequent alarm could not be determined.